Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and during visual inspection, a piece of sticky tape was found stuck on the inside of the endoscope engagement port and this could be potentially related to the event. Unit was installed onto known good in-house system and system triggered message endoscope initialization failed, clean arm2 connector check blue cable at startup. The light ring in the front of the ec also kept flashing yellow. Further investigation was performed and the endoscope was able to engage with unit once the tape is removed. The complaint was confirmed based on failure analysis. From these findings, failure analysis concluded that the sticking tape on the inside of the endoscope could be the potential root cause of the issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a message stating: endoscope initialization failed, clean arm 2 connector check blue cable. The message appeared during system power-up, even though no endoscope was connected at the time and the system was only being powered on. The system did not fault; however, the message was displayed on the screen. There was no report of patient involvement or patient injury